Manufacturer narrative:
419588, lead implanted: (B)(6) 2010; 5076-52 lead implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an alert was triggered with lead warning for out of range high right ventricular (rv) defibrillation coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.